Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. Fse stated that the safety disk was leaking. The fse replaced the safety disk. All functional tests were performed as required. The iabp was ready for use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part with a reported unit failure of a safety disk leaking. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual revision r. Part passes all tests. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) loop leakage alarm was triggered. Other equipment was immediately replaced and no subsequent alarm was triggered. No impact on the patient was caused.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.